Manufacturer narrative:
Section d6 (implant date) was updated. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more of the struts with fractured fragments unable to be retrieved. The patient reported that the filter was removed, percutaneously, approximately eight years and ten months post implant, and that there are two punctate anterior and two posterior metallic residual foreign bodies within the ivc wall at the level of the l2-l3 disc space. Procedural removal details were not provided. The patient also reported anxiety related to the filter and is on medication for panic attacks. The patient became aware of the events eleven years post implant. According to the implant record the indication for the filter implant was multiple pulmonary emboli (pe) and deep vein thrombosis (dvt) despite full anticoagulation, and underlying malignancy/obesity as a risk factor. The filter was placed via the right groin and deployed below the level of the renal veins. Prior to deployment a cavogram was performed and no thrombus was noted in the renal veins. Approximately eight years and eight months post implant, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan results reported the superior end of the filter at the l1-2 interspace, the filter is tilted anteriorly at the superior end and it contacts the ivc wall; it is also tilted posteriorly at the inferior end and contacts the ivc wall. The infrarenal ivc filter perforates through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 6mm. Approximately two months later the ivc filter was removed with great complexity and difficulty including laser assistance. Approximately one year and eight months post removal a CT scan of the abdomen was performed and submitted for review approximately six months later. The images were compared with CT scans performed pre and post removal. In the two CT scans performed prior to the removal no filter fracture was noted. The impression from the reviewer noted from comparison with subsequent, post removal scans, that there are two punctate anterior and two punctate posterior metallic residual foreign bodies within the ivc wall at the level of the l2-l3 disc space; however, there is ivc patency and no vessel scarring. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. As the pre-explant CT scans did not identify filter fracture, it¿s possible to the complex removal process of the filter contributed to the reported event. A panic attack is the abrupt onset of intense fear or discomfort that reaches a peak within minutes and includes at least four of the following symptoms: palpitations, pounding heart, or accelerated heart rate. Sweating. Trembling or shaking. Sensations of shortness of breath or smothering. Panic attacks do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of one or more of the struts with fractured fragments unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. The form states that the filter fragments were unable to be retrieved, but no documentation of any attempt to remove the fragments was provided. Per the implant records, the filter was indicated for multiple pulmonary emboli (pe) and deep vein thrombosis (dvt) despite full anticoagulation, and underlying malignancy/obesity as a risk factor. The right groin was prepped and draped in sterile fashion. The trapease inferior vena cava delivery system was introduced and an inferior vena cavogram was performed. There was no thrombus in the renal veins. As such, the inferior vena cava filter was then deployed without complication through the delivery system just below the level of the renal veins. Approximately eight years and eight months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan results reported the superior end of the cordis trapease permanent inferior vena cava (ivc) filter at the l1-2 interspace. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall; it is also tilted posteriorly at the inferior end and contacts the ivc wall. The infrarenal ivc filter perforates through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 6mm. Per the CT report, the ivc filter was removed with great complexity and difficulty including laser assistance approximately eight years and ten months after the filter was implanted. A CT scan completed status post filter removal reported two punctate anterior and two punctate posterior metallic residual foreign bodies within the ivc wall at the level of the l2-l3 disc space; however, there is ivc patency and no vessel scarring. According to the information received in the patient profile form (ppf) the patient reports that the filter was removed percutaneously approximately eight years and ten months after the filter was implanted, and that there are two punctate anterior and two posterior metallic residual foreign bodies within the ivc wall at the level of the l2-l3 disc space. Procedural removal details were not provided. The patient further experienced anxiety related to the filter and is on medication for panic attacks, becoming aware of these events approximately eleven years post implantation.

Manufacturer narrative:
Initial occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more of the struts with fractured fragments unable to be retrieved. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post implant imaging available for review, the reported filter fracture could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of one or more of the struts with fractured fragments unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. The form states that filter fragments were unable to be retrieved, but no documentation of any attempt to remove the fragments was provided.